Event description:
It was reported that a patient presented in-clinic for a pocket revision procedure. Prior examination of the patient's implantable cardioverter defibrillator (ICD) had revealed pocket erosion on the ICD. The ICD was explanted and replaced on (B)(6) 2021. The patient was in unknown condition throughout.

Event description:
New information received notes that the patient condition was stable after the procedure.